Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged oxygen dropped from 95 to 79 while using this device, can't breathe well, nasal issue, vomiting, cough and headache. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged oxygen dropped from 95 to 79 while using this device, can't breathe well, nasal issue, vomiting, cough and headache. In box a: date of birth (rfb), age (rfb), weight (rfb), ethnicity (rfb), race (rfb) are updated in this follow-up. The updated describe event or problem will be: a device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device at the third-party service center, the device was visually inspected and no visible foam particles were observed. Additionally, secondary finding of error code present, dust/dirt contamination. Also, patient has alleged of sinus infection, swell in mouth area. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. In box d: product UDI, operator of the device, operator of device - other are updated in this follow-up. In box e: reporting institution name, reporting address line 1, reporting address city, reporting address state, reporting address postal, reporting institution phone, health professional (rfb), health professional, init. Report sent to FDA (rfb), occupation (rfb), occupation are updated in this follow-up. In box g: report source, report source other, date received by mfg is updated in this follow-up. In box h: (device) problem code grid, patient outcome code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, recall (z) number are updated in this follow-up.

Manufacturer narrative:
The manufacturer previously reported incorrect information in previous report. The following correction has been updated in this report. The updated describe event or problem will be: the manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged oxygen dropped from 95 to 79 while using this device, can't breathe well, nasal issue, vomiting, cough, headache, sinus infection and swell in mouth area. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally observed that pil initiated therapy with the device and verified airflow, using a known good product investigation laboratory a known good power supply and power cable, pil verified the base unit provided airflow. Product investigation laboratory also observed from exterior investigation included there is unknown dust/dirt contamination present on all surfaces of the base unit. The device did not return with an sd card or filter. There is a slight unknown dust contaminate present at the air inlet where the filter would be. There is a slight unknown dust/dirt contamination at the entrance of the iso port, from interior investigation included there is some unknown white dust contamination found on the bottom enclosure, blower box housing, blower motor, and blower impeller. There is an unknown insect carcass and insect parts in the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Manufacturer confirmed no presence of degraded sound abatement foam using a fitt. Manufacture was unable to directly address the symptoms outlined in the complaint, could confirm that there was no evidence of sound abatement foam degradation/breakdown observed in the base unit and can confirm the presence of contamination in the airpath. During the evaluation there was no error code found from secondary findings. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.